Event description:
Patient receiving ventilator support via maquet servo I ventilator. It was reportedly observed that the ventilator delivered volumes of zero in neutrally adjusted ventilator assist (nava) back up mode for many breaths, during which time the patient's oxygen saturations decreased. Patient was placed on pressure control ventilation and ventilator was then changed and reportedly nava backup worked without issue. No reported patient harm.